Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02639. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems,vaginal scarring, fistulae and rectocele, intussusception and emotional pain. It was reported that the patient underwent the following procedures: on (B)(6) 2004: excision of eroded mesh, revision of mesh sling, and rectocele repair due to voiding dysfunction, erosion and recurrent rectocele; on (B)(6) 2006: lysis of adhesions due to chronic pelvic pain; on (B)(6) 2006: excision of eroded mesh due to dyspareunia and mesh erosion; on (B)(6) 2009: excision of mesh due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent rectocele repair on (B)(6) 2012 due to pelvic floor dysfunction with rectocele. It was also reported that the patient underwent perineoplasty and mesh excision on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, stress urinary incontinence, rectocele, and urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, incontinence, hematuria, urgency, and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic extensive lysis of adhesions, and bilateral oophoropexy on (B)(6) 2005. It was reported that the patient underwent lysis of adhesions-bowel adhesions, right salpingo-oophorectomy, multiple peritoneal biopsies and appendectomy on (B)(6) 2005 at (B)(6). It was reported that the patient underwent stage 1 interstim surgical trial(lead implantation) under fluoroscopy and programming on (B)(6) 2014 by dr. (B)(6) at (B)(6). It was reported that the patient underwent removal of interstim lead on (B)(6) 2014 by dr. (B)(6) at (B)(6).